Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 10 ml syringe with interlink® vial access contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one opened blisterpack containing a 10ml syringe with needle attached was received in an envelope. The package was confirmed to be from batch #8010900 (p/n 303405). Stopper was observed to have a large piece of foreign matter attached to the top, in the fluid path. The foreign matter appeared to be a large piece of tape, larger than level 3 in size. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd¿ 10 ml syringe with interlink® vial access contained foreign matter. No serious injury or medical intervention was reported.